Manufacturer narrative:
Lot #: suspect lots were r22b18086 or r22b16017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets under infused while being used with a spectrum infusion pump. The pump displayed fluid was infused but the bag was still full. The unspecified antibiotic medication took 8 hours instead of the expected 4 hours. This issue occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the suspected lot number r22b16017 was manufactured on february 17, 2022 h4: the suspected lot number r22b18086 was manufactured on february 22, 2022 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.